Event description:
It was reported by (B)(6), the suction button was sticking in the compressed state ( on position). This was not allowing suction to operate correctly and caused removal of air from the colon. There was enough suction from scope within the colon to allow an area of the colon wall to become sucked up in the scope channel.

Manufacturer narrative:
Based on the evaluation a complete conclusion is not available at this time. An on-going investigation is being conducted. Upon receipt of additional information, (B)(4) will review and determine if a supplemental report is needed. The suspect valve involved in this incident was not returned to the manufacturer for evaluation. Product from same lot was evaluated. It has been concluded the valve stems of this lot were found to be too large at the diameter measurement. It was noted there were process changes and molding changes that may have contributed to the device failure. Corrective action has been initiated to document our investigation and actions taken to address this issue. It has been determined the device was related to event. The valve was unable to be released, remaining in the compressed (on) state. There was enough suction from scope which removed excess air from colon and allowed a small area of the intestinal wall to be sucked into the scope. It is suspected the damage to the intestinal wall occurred upon the removal of the scope causing a tear/ rip to wall where minimal bleeding occurred. It has been reported the damage was not severe enough to initiate attempts of wall repair. There have been no reports where additional medical intervention was needed. Device has been discarded by user